Manufacturer narrative:
(B)(4). Conclusion: the device was not available for analysis. A review of photos received revealed that the proximal markers appear to have migrated approximately 0.5-1cm proximally within the vessel and are located at a proximal curve in the basilar artery. The distal markers remain visible within the branch past the bifurcation of the basilar artery, and also appear to have migrated proximally approximately 0.5-1cm. It is not possible to establish how far distally past the aneurysm neck the stent extends; however, coverage of the neck of the target site by the stent is probable. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent migration is a known potential adverse event associated with the use of the enterprise 2, and is listed in the instructions for use (IFU) as such. The root cause of the stent migration could not be determined; however, vessel characteristics may have contributed to the event. Per the IFU: ¿a large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration.¿ since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, approximately 1 month after stent assisted coil embolization of a basilar tip artery, an enterprise 2 stent (enf402300/10692991) migrated. Initially, the physician placed the enterprise 2 stent from the left p1 down into the basilar artery with no report of device or procedure issues and no patient adverse event. The stent was well apposed to the vessel wall and positioned appropriately over the aneurysm. The diameter measurements for the vessels were as following: left p1 was 3.01mm, and the basilar was 3.28mm. The physician was well satisfied with the placement of the stent, but decided to stop the procedure with the intent of bringing the patient back in a month to finish coiling. At that time, they physician noticed that the stent had significantly migrated down the basilar artery to the level of the aneurysm. The physician felt that there was enough of the vrd covering the neck of the aneurysm, and the patient would not require additional stenting. He then placed his sl-10 microcatheter into the aneurysm, and proceeded to successfully coil it shut. The coils were held within the aneurysm and no additional stenting was needed. The patient required no additional treatment, and has suffered no ill effects from the migrated stent.